Event description:
Litigation papers allege patient retains a defective hip implant device in his hip and has suffered injuries and damage from metal-on-metal wear, which has resulted in his having elevated level of chromium and cobalt in his system. It is further alleged patient will in all likelihood need revision surgery on his hip when the device fails and/or he furthe rdevelops an adverse reaction to metal debris. It is additionally alleged that until that time, patient will be forced to monitor the situation medically for the forseeable future. (B)(6) 2012 patient fact sheet received, part/lot information provided, doi: (B)(6) 2007; dor: (B)(6) 2011 (left hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.